Event description:
It was reported that this electrode delivered an inappropriate shock to the patient due to oversensing of noise. The electrode remains in service and there was no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.